Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. There were no intraoperative complications reported. Additional information was provided stating that the patient had difficult vision regarding the far vision beginning one day post operatively. Postoperative history, including post-op visual acuities: 5/10 -3 (-1.00 90°). It was stated that the lens will not be explanted, and the patient is currently (-)3 myopic.